Event description:
Additional information received stating, after the endotracheal tube was found to be leaking, the anesthesiologist observed that the airway pressure was relatively stable, so the tube was not removed. Subsequently, the patient's airway pressure increased, and the anesthesiologist observed and injected two tubes of 5ml of air into the cuff. The airway pressure was relatively stable, and the same situation occurred later. The patient persisted until the end of the operation.

Manufacturer narrative:
B5: event description has been updated. H6: previous code annex e e2118 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex d/fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, when patient was intubated and air was established with emg tube using 5cc of air, user found that the cuff of the endotracheal tube was leaking and could not be used, so replaced it with the backup endotracheal tube to complete the operation. Nitrous oxide was used as anesthetic. There was no patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.